Manufacturer narrative:
The event occurred in (B)(6). Customer was contacted by rdc (B)(4) to obtain additional information regarding the alleged discrepant results. Customer denied ever obtaining the alleged results.

Event description:
Customer reportedly received results of 3.7 mmol/l and 5.9 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).